Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported 5 days prior to the report, the patient had to be revived and taken to the hospital by ambulance. The patient had a refill and epidural (nerve block) on the date in question. The doctor suspected a pocket fill, but it was unconfirmed. The patient described the event as being overdosed. The patient was currently not feeling well and had a hard time concentrating. He attributed it to the medication being ¿down low.¿ the patient had an appointment on the upcoming thursday to have the drug dose increased. It was also noted that the patient no longer had ¿stroke symptoms¿ following the event (related event). It was reported approximately 2 weeks later the patient was ¿dying like the pump is not working.¿ the patient¿s healthcare provider (hcp) was out and the patient had already been to the emergency room (ER). The patient was directed back to his hcp¿s office for guidance on steps going forward. The pump was used to deliver fentanyl and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.